Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage of insulin, and the pump did not alarm. There was no reported impact to the customer's blood glucose level. No additional information was provided. Customer declined to troubleshoot with tandem technical support.